Manufacturer narrative:
The review of post-market surveillance data revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the bed frame condition, confirmed by the arjo representative¿s assessment, which revealed that the side rail lower arm was detached from the bed frame and bearing plates were snapped off, as per photographic evidence provided. The instructions for use for enterprise 5000x (746-577-UK) include the instructions for safe operation to avoid damage of the side rails as follows: "check operation of side rails" - this is a preventive maintenance activity to be performed daily by the caregiver. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to detachment. Arjo device failed to meet its performance specification since the side rail lower arm was detached from the bed frame and bearing plates were snapped off. There was no allegation of any patient involvement. The complaint was assessed as reportable due to the side rail detachment from the side rail mechanism (lower arm detachment).

Event description:
At the time of a bed inspection the arjo representative found that the side rail lower arm detached from the enterprise 5000x bed frame. There was no allegation of any patient involvement. No injury was reported. It was reported that the side rail did not lock in the upright position. The device was evaluated and the photographic evidence was provided.